Event description:
Pt had port inserted 10/95 at another area hosp. Was admitted to this facility for surgical removal of the port because it had cracked due to muscle and bone rubbing together. Fracture of catheter confirmed by venogram. Upon removal of catheter, catheter was found to be adhered to left subclavian vein and vena cava. Tip of catheter could not be freed up, and remains adhered. Thus, pt has retained foreign body (tip of catheter).